Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer was hospitalized last (B)(6) 2014 due to high blood glucose. Customer's blood glucose was 515 mg/dl or 540 mg/dl. Customer stated it started with blood glucose reading of 500 mg/dl, they changed sit and went down a little bit and went back up. Customer had endoscope that day and the blood glucose was above 400 mg/dl. Customer had diabetic ketoacidosis and wearing the insulin pump at the time of emergency room visit. Customer declined to do troubleshooting for high blood glucose due to they already changed infusion set and reservoir in the hospital. Customer stated that blood glucose went down to 280 mg/dl. No further information provided.